Manufacturer narrative:
Device evaluated by MFR,: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Brand name: metriq pump, upn m00441000. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-04084, 2134265-2018-04083 and 2134265-2018-04082. It was reported st segment elevation, arrhythmia, cardiac arrest, and a possible air embolism occurred. An intellanav oi ablation catheter, an intellamap orion¿ mapping catheter, and a metriq pump and tubing set were selected for use during an atrial fibrillation ablation procedure. Another manufacturer¿s sheath, flush diagnostic catheter, and decapolar diagnostic catheter were used. An 8.5f transseptal sheath, and other short sheaths of unknown sizes (suspected to be 5f or 6f) were used. Complications occurred an hour or so into the procedure; the diagnostic catheters had been placed, arrhythmia (atrial tachycardia) had been induced, and left atrial mapping had been performed. It was noted the orion had been removed from the long sheath in the left atrium and the intellanav oi was reintroduced into the sheath. Shortly thereafter, before ablation began, the patient experienced st elevation in the inferior leads, followed by ventricular tachycardia. The arrhythmia was treated with an external cardioversion resulting in ventricular fibrillation, which required multiple cardioversions to restore normal sinus rhythm. It could not be determined which device may have been a contributing factor, but it was reported that the symptoms could have been related to an air embolism during catheter exchange. The orion had been submerged and deployed in saline and inspected for air bubbles prior to the procedure; the insertion sleeve had also been submerged in saline and inspected for air bubbles prior to the procedure. A pressure bag had been used and air had been purged from the IV lines. The orion had been inserted into & removed from the patient one time, and flushing was continuous for the whole case. The intellanav oi ablation catheter was also only inserted into and out of the patient one time; the tubing and catheter had been purged prior to insertion into the patient. After the patient was stable, a coronary catheterization was performed which showed a 50% left anterior descending artery (lad) lesion, but nothing associated with the right coronary artery, nor did it show any air embolus. Ablation was continued and the patient was fine at the end of the procedure.